Manufacturer narrative:
Trackwise # (B)(4). The lot # 25155495 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory with the cutter on 10mar2021 for evaluation. Photograph from the account shows loading device and aortic cutter. The device was investigated on 31mar2021. A visual inspection was conducted. Only the loading device was returned for investigation. Signs of clinical use and light amounts of blood was observed on the loading device. Seal and tension spring assembly were not returned. The device as returned was unable to be evaluated for any defects on the seal. Measurements were unable to be taken on the delivery tube since the part was never sent back. Based on the returned device, the reported failure "failure to unfold or unwrap" was not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm). After cutting aorta, the device loaded properly. The seal was inserted into the aorta hole, but the seal failed to unfold in the shape of an umbrella. The procedure was completed with a new device. The hospital did not report any patient effects.

Event description:
N/a

Manufacturer narrative:
Trackwise#: (B)(4). Corrected section: d1--brand name corrected from "hsk ii system (3.8mm)" to "hsk iii system (3.8mm)".

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm). After cutting aorta, the device loaded properly. The seal was inserted into the aorta hole, but the seal failed to unfold in the shape of an umbrella. The procedure was completed with a new device. The hospital did not report any patient effects.